Event description:
In 2004, the destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). Pt had been getting intermittent "shocks" in abdomen and chest over the past few weeks. It doesn't seem to be related to any certain position or activity. The pt could be sitting, sleeping, walking, etc. These shocks could happen multiple times over an hour and then not occur for a couple of days. The pt occasionally looks at the system controller and will see a red heart/yellow wrench alarm, which will resolve itself. The physician stated they have changed out the contorller. Pbu, batteries, battery clips, and even the vent filter. The physician stated that when they replaced his lavd last year, apparently the vad was placed over their aicd and they are having problems interrogating the aicd. The manufacturer suggested getting waveforms and sending them in for analysis. The physician was going to see the pt that afternoon, and was going to try to manipulate the aicd around so they could interrogate it. The pt stated the shocks did not feel like pt's aicd firing. After the physician had seen the pt, he contacted the manufacturer, and stated that he felt that the shocks the pt was describing were a "physiologic" jolt from the device rather than anything electrical. The physician also stated the pt looked good and the device sounds normal. However, pt's lv pressures were up and pt has some mild increases in IV dilation likely due to being sent home in a fixed mode of 78bpm and never going to auto mode. The pt was put in auto mode and pt's flows increased by 2lpm and pt began to feel better after about an hour and was less short of breath. The pt has now been set to be in auto mode during the day and to sleep in fixed mode which will help conserve the device. In auto mode, the pt is pumping at about 96bpm and almost 7lpm flow as opposed to fixed at 78bpm with flows of 4.5-5lpm. The analysis of the wave forms was unremarkable other than a slight high current, which appeared to be due to increased pt blood pressure (bp). The physician also stated that the pt is on antihypertensives with a systolic bp in the 120s at rest. The pt seemed quite anxious during the exam, so pt's bp may hae been high. The physician had the impression that these jolts happened during battery changes, but not every change. The physician has instructed the pt to keep a detailed diary of events. The pt is going back home to another state by car. Pt remains on lavd support.